Event description:
It was reported the patient experienced persistent pain at the ipg site. Reportedly, the patient was placed on antibiotics and labs were taken however results were negative. Subsequently, the physician opted to explant the entire scs system as precaution.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.